Event description:
It was reported the pt's scs trial procedure was abandoned. The implanting physician decided to abandon the procedure due to being unable to place the trial lead because of interference from a previously implanted scs lead from a competitor.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.